Manufacturer narrative:
The customer found that the tubing . The fse replaced the tubing on the white blood cell (wbc) bath was damaged. The customer replaced the tubing, which repaired the leak and the errors. The repairs were verified by the customer.(B)(6).

Event description:
The customer reported a bluish leak around the needle assembly of the coulter lh 780 hematology analyzer. The instrument was generating 'low vacuum' errors when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.